Manufacturer narrative:
Age of device: 11 months, 15 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that interrogation of the patient's lvad system showed low speed operation, pump stoppage and low flow alarms on (B)(6) 2018 around 10:40 pm. The patient did not recall alarm occurring. Patient was asymptomatic. No further information was provided. Manufacturer's technical service reviewed the log file and concluded that there was not enough evidence in the log file to determine the cause of the pump stoppage on (B)(6) 2018.

Manufacturer narrative:
Date received by manufacturer. Although the reported pump stop was confirmed through evaluation of the submitted log file, a specific cause could not be conclusively determined through this evaluation. The heartmate ii lvas patient handbook contains important warnings related to pump stops. This document, and the heartmate ii lvas IFU, outline all system controller alarms, as well as the proper actions associated with them. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The implant kit was shipped with hmii lvas, document #106020-wcd rev. E. The section entitled "alarms and troubleshooting" outlines all system controller alarms, including pump stops, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(4) (documents #183113, 184582, and 186012) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017 via customer order (B)(4). The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file for this event.